Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was explanted in less than a year as it eroded through the skin. The patient underwent surgical intervention to remove the pacemaker system and implant a temporary pacing system until a new pacemaker system could be implanted. No additional adverse patient effects were reported.